Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple vf episodes were observed. In one case, inefficient hv shock during vf episode was noted and it was spontaneously aborted before the second one. In other cases, first shock was efficient. Physician decided not to take any action. Patient&#38112;condition was good.

Manufacturer narrative:
This report was inadvertently reported under the incorrect device. The correct manufacturer report number is 2938836-2017-24744.

Event description:
During follow-up, a decrease in right ventricular sensing was noted. All other electrical measurements were stable. The physician will continue to monitor the patient by follow-up. The patient is in stable condition.